Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 74-year-old male patient with cardiomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient arrived in the intensive care unit with an impella 5.5 inserted. Hemoglobin dropped and the patient developed bleeding from the impella access site. Manual compression, adjustment of partial thromboplastin, and activated clotting time protamine application were done. Heparin was paused. Six red blood cells units and four fresh frozen plasma units were applied. Bleeding was resolved. Additionally, the impella was constantly bumping against the ventricular wall, which led to constant ventricular fibrillation due to the stenosis. The impella could not really be positioned well. Care was ultimately withdrawn. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Access site bleeding - major: after transfer to ICU, bleeding was noted coming from pt's drains. The pt was noted to have a act of 210. The pump was not returned. The cause of the access site bleeding - major was most likely high patient act values. Positioning issues: after 4 days on support, it was noted the pump is bumping against the ventricular wall but pump cannot be repositioned well due to stenosis. The pump was not returned. Data logs were not recovered. The cause of the positioning issue was most likely patient condition related due to the noted stenosis in the vessels. Renal failure: after 5 days on support, pt was noted to have renal failure. Troubleshooting methods were not stated and it is unknown if the issue resolved. The cause of the renal failure was not determined due to insufficient clinical details. Low pump flow: after device placement in the or, suction and reduced flow rates due to va ECMO and poor rv function / volume status. Volume given and flow rates returned to 2.8-3.0 l/min which is nominal at p-5 (2.8 - 3.7l/min). The pump was not returned. Data logs were not recovered. The cause of the low pump flow was most likely patient condition related due to lack of blood volume with pt also on va ECMO and poor rv function as stated in clinical. Flow rates stated to be nominal after blood volume given. Vf/vt/af/at: after 1 and 8 days on support, pt noted to have vt. After 7 days on support, pt noted to have cardiac arrhythmias. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.